Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests using procedure sr-hl-390. The leakage has been confirmed. The root cause is unknown. No action will be taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was leaking water. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
E1. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.